Event description:
It was reported that during preparation for an angioplasty procedure, it was found that there was allegedly a hole in the balloon. It was further reported that while prepping heard a swoosh sound, so pushed the saline through balloon port and it allegedly came out of the end. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, it was found that there was allegedly a hole in the balloon. It was further reported that while prepping heard a swoosh sound, so pushed the saline through balloon port and it allegedly came out of the end. There was no patient contact.

Manufacturer narrative:
H10: additional information received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 09/2026), g3. H11: h6 (device, method), d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.